Event description:
It was reported that stent damage and partial deployment occurred during a stenting treatment procedure. The stent was 80% deployed.. The physician tried to use a non-bsc balloon catheter but the device "hung a link" so the physician removed as he could not advance the balloon. He tried to cross again with another non-bsc balloon catheter ,"hung the link" and frayed the stent 10 mm. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).